Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia with a blood glucose value of 15 mg/dl at the time of the event and went for an emergency visit. Troubleshooting was performed and the customer reported a damage to the pump and broken retainer ring along with the reservoir was not able to lock in place when inserted into the pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will not be returned for analysis.

Event description:
Customer reported via phone call that emergency medical services was called due to low blood glucose level. It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = clear. Case type = ngp customer returned device for an alleged cosmetic damage located at the retainer ring, reservoir unable to lock into place, ems dispatched and was hospitalized for low bgs found on (B)(6), 2022. Also, on (B)(4), svn#(B)(6)- customer returned device for an alleged visit to emergency room and was hospitalized for high bgs and dehydration found on (B)(6), 2019. Device was received with a cracked retainer. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches.successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (20.6mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a serial number label fading and a broken belt clip rails.cosmetic damage was confirmed at the retainer ring. A cracked retainer was confirmed. Reservoir unable to lock into place was not confirmed. The device passed all the required testing. Unable to verify customer alleged for high bgs, low bgs and dehydration. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.